Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with photophobia and blurry vison on the right eye (od) at a 4 month post-operative exam. A brief description from the surgery center indicated that the patient had red, blurry, tearing, pain, and photophobia in the right eye that had started the day prior to coming to the post op visit. The surgery center indicated the patient experienced loss of best corrected visual acuity. (Best corrected visual acuity) bcva from (B)(6) 2017: right eye pre-op 20/20 .50 x -2.00 x 178, left eye pre-op 20/20 1.00 x -2.25 x 163. Bcva from (B)(6) 2017: right eye post-op 20/20 .00 x -.75 x 75, left eye post-op 20/20 .25 x -.50 x 90.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.